Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing the prograsp forceps instrument had a loose tip, and the customer was unable to control. There was no patient harm. Intuitive followed up and confirmed with the customer that no further details related to the reported event are known or available.

Manufacturer narrative:
Failure analysis could not be replicate nor confirm the reported issue. The prograsp forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device.

Event description:
Refer to h10/h11 for follow-up information.